Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a mildly calcified and moderately tortuous femoral artery using perclose proglide devices. Reportedly, during deployment of the proglide device through a 8-french sized access site, when the needle plunger was removed, a posterior needle-to-cuff miss was observed. The device was removed and the sutures from two additional proglide devices were deployed and set to the side. The access site was upsized to 18-french. After conclusion of the aaa repair procedure, the knots from the proglide devices were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the proglide device and is established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.